Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed the lead was not capturing. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
It is unknown whether this lead will be returned for analysis. Should additional information become available, this event will be updated.